Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 370 mg/dl. Customer stated that she was experienced a rapid hear beat and treated for what she believed was low blood glucose. After treating, she realized that the blood glucose was actually high and husband took her to the emergency room. Nothing further was reported.